Event description:
The customer reported the monitor would go black and they were unable to do fluoro. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.